Event description:
The event is reported as: complaint alleges: "customer says balloon deflates within a few short hours." Defect discovered during use on a pt. No pt injury reported.

Manufacturer narrative:
Unk if sample is available for eval.